Manufacturer narrative:
Other, other text: UDI section of d4 is unknown. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit has a malfunctioning, damaged hose detection latch. There has been no report of patient involvement.

Manufacturer narrative:
G2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted that the device was received with a missing microswitch lever. The line cord was discolored and has a deep gash in it. Quick connect was corroded. Front cover and enclosure have multiple scratches. Water tank cover has cracks on all four corners. Device had an outdated printed circuit board (pcb) and power switch. The complaint was confirmed (the lever was missing from the microswitch). Root cause was not able to be established. It is possible the customer forced the disposable into the microswitch, causing the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: event occurred during preventive maintenance checkup. There was no patient injury.